Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had high pressure readings and 12 lead accuracy. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device had high pressure readings and 12 lead accuracy. The device was in use on a patient, however, there was no reported patient harm.